Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided data for approximately 278 different patients tested with coaguchek xs meter serial number (B)(4). Of these patients, 12 patients had erroneous results when tested with test strip lot number 29778813. Refer to the attachment for patient data. For each patient, samples were tested on the meter and compared to results obtained in the laboratory using a siemens analyzer (reagent unknown). The time frame between measurements is not known. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.